Event description:
The olympus representative reported the bending section cover on the endoeye flex 3d deflectable videoscope had an air leak. No patient injury reported. During the evaluation of the device, it was noted the adhesive on the objective lens was peeling off due to deterioration. This report is to capture the reportable malfunction of the adhesive on the objective lens was peeling off due to deterioration noted at estimation.

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The bending section cover adhesive was missing. Water tightness was not maintained due to holes in the universal cord caused by external factors. The operation of the f lever was heavy. The video connector was cracked due to external factors. Due to handling, the index of the light guide connector had come off. Scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event most likely occurred due to use stress, external factors, or handling. Olympus will continue to monitor field performance for this device.